Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30845. It was reported that patient experienced uncomfortable therapy. X-rays showed that leads migrated. Surgery occurred during which the leads were explanted and replaced to address the issue. During the same surgery, the ipg was explanted and replaced as reported in manufacturer reference number 3006705815-2020-30844.